Event description:
It was reported that, "it was reported that "we were preforming an aria case and as we were implanting the aria graft the graft split. Implant is still in the pt. Product was ot explanted"."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.